Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in implant and abutment loss (specific date not reported). There are plans to activate the sleeper device with a new abutment; however, this has not occurred as of the date of this report.